Event description:
(Physician's 2nd case) pt presented with a right common iliac aneurysm; renals to bifurcation measure at approximately 85 mm with a marker pigtail catheter. Pt treated with a bifurcated device and two limb extensions. On final angio, it appeared that the renals may have been covered. Attempts to pull the bifurcated device down with a coda balloon were unsuccessful. Next, while attempting a brachial approach to get a wire into the right renal, power was lost in the cath lab. A c-arm was brought in to assist, however, the c-arm went down shortly after. The pt was closed and brought back in approximately 7-8 hours later. When the pt was brought back in, the physician was able to stent the right renal, however, was unable to cannulate the left renal. At close of procedure, pt has no urine output and currently on dialysis. Additional info as of 2008: pt still on dialysis, no urine output, however, diagnostic tests show that the kidneys are currently being perfused. Physician does not believe that this is stent graft related; this may be related to acute tubular necrosis (atn) from the contrast/dye during original procedure.

Manufacturer narrative:
Review of the lot records/work orders, prior reports. No issues were noted.